Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "error 42" and "error 53" messages. Complaint indicated that there was no patient involvement in the reported malfunction.